Event description:
Information was received indicating a pump using cadd administration sets failed with three different cassettes. It was reported the end user had been infusing with 2 different cassettes at 2 different time frames and the pump would beep and go crazy with no error message. It was reported with the 3rd cassette the user mixed a new cassette the pump alarmed with no message. Per reporter the end user mixed another cassette and was able to successfully continue infusion. No adverse patient effects were reported.

Event description:
Information was received indicating a pump using cadd administration sets failed with three different cassettes. It was reported the end user had been infusing with 2 different cassettes at 2 different time frames and the pump would beep and go crazy with no error message. It was reported with the 3rd cassette the user mixed a new cassette the pump alarmed with no message. Per reporter the end user mixed another cassette and was able to successfully continue infusion. No adverse patient effects were reported.